Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code a27: device compression observed. Device remains patent with no stent fracture. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: the device remains implanted and images were not provided. Therefore, direct product analysis was not possible. A second manufacturer report was submitted for same patient with same onset date. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore from a study: on (B)(6) 2023, a study patient underwent a aaa procedure using a tambe device. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted as branch devices in the visceral arteries. A vbx devices were implanted most proximal within the portal for the celiac artery and superior mesenteric artery (sma). During study patient's follow-up on june 4, 2024, the 6-month cta imaging revealed device ovalization of two side branch components. As reported, the vbx device in the celiac artery (side branch component as it enters the celiac artery) and vbx device ovalization of the sma (side branch component within the aorta at the level of the celiac artery) were observed. All branch devices were found to be patent and no stent fractures were observed. There was no report of intervention and patient appears to be asymptomatic.